Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was fractured. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from additional information obtained from the patient that they were experiencing ¿mini shocks¿ since implant of the rv lead. The patient¿s physician told the patient it was ¿the device bumping against a nerve.¿ in addition, it was reported by the patient that the rv lead was ¿likely defective when they were implanted¿ and that ¿the insulation was bad.¿ the patient was hospitalized for five days. The rv lead was reprogrammed and an explant procedure is planned; however, the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patients rv lead was explanted and replaced.